Event description:
Air in the venous blood line. The uabd did not activate until the air had reached the pt's needle. There was no pt injury or medical intervention. The gambro technical services rep found no functional problem with the machine but replaced the uabd transducers as a precaution. The catalog number and lot number of the blood set in use was not recorded.